Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter; ubd: 27-mar-2021, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 600 mcg/day via an implantable pump for intractable spasticity. It was reported the rep was on their way to a procedure to revise the patient's catheter on (B)(6) 2019. The rep stated it "sounds like the catheter dislodged." The rep did not have confirmation of the issue. No symptoms were reported. It was indicated the issue began in (B)(6) (2019). The rep did not have any further information at the time of the report. Catheter troubleshooting considerations were reviewed. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) via a manufacturing representative (rep). It was reported the patient had withdrawal symptoms. The patient was very itchy and had increased spasticity. It was confirmed that the catheter was out of the intrathecal space. It was thought that possibly the catheter became dislodged when the old catheter was removed, after the catheter was being placed. However, this was not conclusive, per the rep. It was reported that an entirely new system was implanted on (B)(6) 2019, and the old system was removed. Additionally, the new pump was moved to the opposite side of the abdomen because there was an infection. The rep was unsure if the infection was at the pocket or at the midline incision. It was reported the explanted devices would not be returned for analysis. It was indicated there was no issue with the pump. It was further indicated that the explanted devices were functioning properly and no analysis was requested by the hcp. The patient was stable at the end of the case. No additional updates had been provided. The patient weighed approximately (B)(6) pounds. It was indicated the information provided had been confirmed with the physician/account.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via (B)(6) indicated that the patient experienced numerous complications, including a spinal leak and sepsis (treated with antibiotics via a PICC line). No further complications have been reported.